Manufacturer narrative:
(B)(4). Non conforming crimp assembly the analysis showed that the ats45 instrument was received with the anvil closed and the closure ring extended from the flex neck due to an insufficient closure ring crimp. A reload was received loaded on the device; the reload was received fully loaded with staples. No functional test could be performed due to the condition of the device. No conclusion could be reached on why the closure ring crimp was insufficient and the firing trigger teeth became broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the two guns that would not fire. He was able to close the jaw, but when he attempted to fire the device, it would not move. Case completed with a third device of the same product code. There were no patient consequences reported.